Event description:
It was reported this stainless steel filter was placed in 1987. A recent cat scan revealed this filter had fractured. No retrieval was attempted. A second filter was successfully placed without pt complications. The filter remains implanted, therefore, no failure analysis will be available. Attempts to gain further info with regards to circumstances about this event were unsuccessful. Therefore, co cannot determine the cause for this event.